Manufacturer narrative:
No unexpected blank display anomalies noted during testing. The insulin pump was received with no button response on the esc button due to moisture damage on keypad traces. Displacement test or test for off no power alarm and the operating currents wasn't performed due to no button response. The device had cracked case at lcd window corners noted. Cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, stained end cap sticker, and stained address/serial number label. (B)(4).

Event description:
Customer reported via phone call. The insulin pump had a blank display. Customer's blood glucose was 187 mg/dl. During troubleshooting customer noted a small crack on the bottom of the left hand corner near the lcd screen. Customer stated the device was dropped a long time ago. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.